Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgement and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the tip of the lead was completely severed at 515 millimeters (mm) from the end of the terminal. Inspection of the lead body and electrode tip found blood or body fluid in the lumen which is normal n=for open tip leads. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgement and a new lead was implanted. No additional adverse patient effects were reported.